Event description:
According to the initial report received on february 11, 2026, the consumer reported that the product caused side effects. On the completed consumer information request form (cir) received on february 27, 2026, the consumer stated that the area of her skin beneath the bandage pad began to turn red and became irritated. The consumer went to a dermatologist. Per the cir, the issue was with the pad area. The dermatologist prescribed clobetasol propionate 0.05% to be applied to the red, irritated skin twice daily for 2 weeks. The consumer confirmed that the symptoms resolved after she stopped using the product. The cream cleared the irritated skin.

Manufacturer narrative:
As 3/17/2026, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.